Manufacturer narrative:
(B)(4). The device will not be available for evaluation as it was discarded by the account. (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a gastric jejunostomy procedure. The needle kept coming detached from the jaw resulting in a poor seal which caused a leak. A g tube was inserted to fix the leak and correct the problem. The patient will now not be able to eat or drink for six to eight weeks. An additional hour was added to the case. The staff discarded the device.